Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Fire testing was not conducted because trigger was jammed. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and absorbable straps were used. The device failed to fire and was not gripping. There were no adverse consequences for the patient reported.